Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified middle part of right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated fourth times at 6atm, 10atm, 12atm and 12atm accordingly within 10 seconds each. However, at fourth inflation, it was noted that the balloon ruptured in a pinhole form. The device was removed using the normal method without any problem. The procedure was completed with a different device. There were no complications reported, and the patient was in good condition after the procedure.